Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom). Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from meter memory of 216 mg/dl. The customer's expected fasting blood glucose test result range is 89 - 101 mg/dl. Customer stated prior to about two weeks ago he was getting blood readings from high 90's to low 100's on his fasting blood sugars. Customer was only doing his blood in the morning as a fasting and then he started testing it later in the day after getting the higher blood readings. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 11/23/2018 and open vial date at time of call is one month. The meter memory was reviewed for previous test result history (date / time not set; customer had removed battery and did not reset): (B)(6).